Event description:
It was reported that during a thyroidectomy procedure, a piece of the teflon in-active pad came off. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: pad was retrieved and it's in the package to be returned. No patient consequences occurred according to the hospital. Doctor used pickups to retrieve the small piece.